Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report movement of the clip while implanted requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade 4+. It was noted that visualization was difficult during the procedure due to poor imaging quality. The first clip (cds0701-xtw 20117r185) was placed on the valve and secure upon deployment. Upon review of the xtw post deployment, it was observed that the clip was not well secured on the the leaflets due to movement. Another mitraclip (nt) was implanted to stabilize the xtw clip and secure the lateral jet that remained. The procedure was complete with the final mr reduced to a grade of 2+. There were no adverse patient consequences and no clinically significant delay. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported migration (clip movement) could not be determined. The reported poor image resolution appears to be due to equipment limitations in conjunction with operator technique. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.